Manufacturer narrative:
Investigation summary: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that an anesthesiologist intubated a patient with a size 7.5 tube for facio-maxillary surgery, and while attempting to inflate the cuff, it was noticed that there was a leak. The tube was removed from the patient and then intubated using a new size 7.5 tube and the same issue was experienced. The patient was intubated with a size 7.0 tube and the same issue was experienced. Care was taken on intubation and no forceps or otherwise were used that could have damaged any of the cuffs. Following this incident, all three defective tubes were tested underneath water and found that all three leaks appeared to be on the seal of the cuff itself. There was patient involvement and no patient harm reported.

Manufacturer narrative:
H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation summary: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.